Event description:
Twenty months after the index procedure the patient presented with an acute mi. Thrombus was found in the implanted cypher stents.

Manufacturer narrative:
This patient presented emergently to the cardiac catherization unit with an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed on a totally occluded de novo lesion in the mid right coronary artery (rca) in a native vessel of 23mm in length in a 3.0mm vessel diameter. Intra-procedure medications included heparin and integrilin (double bolus and drip). The lesion was pre-dilated with a 2.5x15mm maverick balloon at 6 atmospheres (atm) before deploying one 3.0x23mm cypher stent at 12 atm. There was disease in the posterior lateral branch that was treated with a 2.5x18mm cypher stent. Ivus was not done. Act measured 253. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Post-procedure medications included plavix and aspirin for one year. Twenty months later, the patient was hospitalized with an acute myocardial infarction. Thrombus was found in the stents. It was treated with ptca. The patient was discharged in stable condition with symptoms of post acute myocardial infarction. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with this event that were submitted under the following manufacturing numbers 3003742446-2006-00744 and 3003742446-2006-00745.